Manufacturer narrative:
Device has returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reported as: after large bore procedure done physician exchanged the large bore sheath for manta's dilator and sheath to rfa. He met resistance near the 6.5-7cm range on sheath. Physician was told not to force advancement and to remove sheath. Fluro imaging was done showing the wire in a loop. Manta's sheath and dilator removed. When a runoff was done there was a perforated vessel. Tamponing with a balloon was done for 10 mins then repositioned and another 9 mins of tamponing was done. As the staff started to close contralateral side the patient's vitals started to decline. Tamponing with balloon again to the rfa region. Cut down then performed after bleeding not being resolved with tamponing. Manta closure device was never deployed in patient.

Manufacturer narrative:
The device was returned for investigation. It was confirmed no non-conformities were identified or reported during the inspection of the device. The device lot history recorded indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, resistance was met at the 6.5-7cm range while exchanging the large bore procedure sheath for the manta sheath and introducer. Fluoroscopy revealed the guidewire was positioned in a loop, and runoff indicated a perforated vessel. The manta sheath and introducer were removed, and the manta closure device was never deployed within the patient. The root cause of the resistance is from the inability of the manta sheath & introducer to glide over the guidewire correctly due to the presence of the loop and the perforation was possibly created from forcing the manta sheath & introducer, however, this is inconclusive due to insufficient information available. The IFU was reviewed and confirmed to list in step 2-exchange and position sheath: remove the large-bore procedure sheath while maintaining vessel access with the guidewire. Utilize digital pressure as needed during this step. Advance the assembled manta sheath and manta introducer over the guidewire as far as the patient anatomy will permit. Note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. The following potential adverse events related to the deployment of vascular closure devices have been identified: perforation of iliofemoral arteries, causing bleeding/hemorrhage.